Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in-process.

Event description:
The customer generated falsely decreased architect tsh results for 6 patients while using the architect i2000sr analyzer. The customer provided the following results: (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
Additional information was received from the customer; it has been documented.

Event description:
On 09/22/2015 the customer provided additional information to document falsely decreased architect tsh results for one patient. Tested on (B)(6) 2015: initial 0.03, retested on other analyzers: 0.03 and 1.4 . There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a review of the analyzer service history, a search for similar complaints, and a review of labeling. Review of the instrument service history did not identify any other issues that may have contributed to the current event. Tracking and trending did not identify any atypical activity or an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect i2000sr analyzer, list number 03m74, was identified.